Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: patient having a sacrospinous fixation procedure. The suture used with the bullet on and when removing the device the bullet snapped off the end. The staff searched the area and the surgical field and could not locate the bullet. The team leader was informed and correct procedure was followed as per policy for checking of needles swabs and instruments. The bullet was retained in the patient's ligament. No further injury, harm or adverse outcome. An x-ray was performed and confirmed bullet located in ligament. No attempt was made to retrieve the bullet as this would have caused more damage to the patient. The patient was informed. This is the second occurrence of bullet being retained in a three month period.